Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("glad to be efree finally") and weight increased ("so upset about all of weight gain (B)(6) lbs in year & half time! Glad to be efree finally") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and weight increased (seriousness criterion medically significant). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal and weight increased to be related to essure. The reporter commented: this case cross referenced with plaintiff case number : (B)(4). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records is weight increased and medical device removal. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.